Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Several non-sustained episodes with noise occurred since the previous follow-up. According to the physician, no irregularity was found by analyzing the device parameters. The physician wants to know the possible cause of this noise and what actions should be done.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Several non-sustained episodes with noise occurred since the previous follow-up. According to the physician, no irregularity was found by analyzing the device parameters. The physician wants to know the possible cause of this noise and what actions should be done.

Manufacturer narrative:
Preliminary analysis revealed no anomalies with the subject device.

Event description:
Several non-sustained episodes with noise occurred since the previous follow-up. According to the physician, no irregularity was found by analyzing the device parameters. The physician wants to know the possible cause of this noise and what actions should be done.